Manufacturer narrative:
As reported, a saber rx 5mm 2cm 155 was delivered to the lesion and inflated. However it ruptured at five (5) atmospheres (atm). Therefore it was replaced with a non cordis same size new balloon catheter. The procedure finished successfully. There was no reported patient injury. The target lesion was the right common femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. This was a percutaneous transluminal angioplasty (pta) case. No difficulty was encountered when removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17324223 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx 5mm 2cm 155 was delivered to the lesion and inflated. However it ruptured at 5 atmospheres (atm). Therefore it was replaced with a non cordis same size new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The target lesion was the right common femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. This was a percutaneous transluminal angioplasty (pta) case. No difficulty was encountered when removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.